Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan. During the investigation it was noted that bench testing and ECG stress testing of the returned device did not reproduce the reported issue, and no device malfunction was identified. Based on the log correlation and test results, the customer was advised to replace the multifunction cable and CPR connector. No emerging trend based on similar reports